Event description:
Fire department was attending to a pt in full cardiac arrest. An attempt to monitor the pt's rhythm in the paddles mode was made and allegedly the monitor displayed excessive artifact and a black bar which reportedly covered the entire display screen. Standard ECG monitoring electrodes were applied and the pt was observed to be in third degree heart block. There were no adverse effects to the pt reported as result of the alleged malfunction.